Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned for analysis. No anomalies were found. (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional findings of distal conductor blood/body fluid (not obstructed), blood/body fluid outer tubing overlay, inner tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, outer tubing overlay breached cut, outer insulation cosmetic depression, blood in/on helix mechanism (sleeve head) and blood in/on helix mechanism. (B)(4): no anomalies found. Full lead returned and analyzed. Additional findings of proximal conductor blood/body fluid (not obstructed), outer insulation breached cut, outer insulation cosmetic depression, blood in/on helix mechanism and apparent explant damage.

Event description:
It was reported the right atrial lead had loss of capture due to migration of the device. The device and the lead were removed. The right ventricular lead was explanted based on medical judgment, was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.